Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient inserted infusion set without removing needle guard on (B)(6) 2025. This issue led to an increase in blood glucose level which patient self treated with multiple daily injections. No further information available.